Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event of ¿blurry image due to breakage of charge-coupled device (ccd) unit¿ was confirmed. The probable cause was determined as due to water that entered leaked location of bending section, which then adhered to internal surface of ob-lens, leading to blurry image. The leakage from the bending section may have been caused by applying irregular stress to the insertion section, and a-rubber was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. User may detect the suggested event by handling the device in accordance with the following IFU: - ¿ltf-s190-5/10 operation manual, ¿preparation and inspection: inspection of the endoscopic system_ inspection of the endoscopic image¿, chapter 3, section 3.8.¿ user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - ¿ltf-s190-5/10 operation manual _important information ¿ please read before use_ dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the deflectable videoscope was displaying an out of focus/blurry image. The issue was found during preparation for use and it was confirmed there was no patient involvement. The device was returned and during the device evaluation the following reportable malfunction was found: blurred vision caused by damaged charged coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when blurred vision was found to be caused by a damaged charged coupled device. In addition to the reportable malfunction found at evaluation, the following non-reportable malfunction(s) were found: the video cable and universal cable are wrinkled; the bending section cover had a perforation and was not waterproof. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.